Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/failure to occlude right tube') and device expulsion ('expulsion') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypothyroidism, menses irregular and vaginal odor. On (B)(6) 2013, the patient had essure inserted. In july 2013, the patient experienced pelvic pain ("physical pain,pain - pelvic"), depression ("psych injury/psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraine /headaches") and fatigue ("fatigue"). On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 3 months 1 day after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general. Abnormal bleeding"), abdominal pain ("abdominal pain"), vaginal discharge ("vaginal discharge") and post procedural complication ("post procedural complication") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (hysterectomy (full), and hysterectomy (full), salpingectomy (bilateral),). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, device expulsion, genital haemorrhage, pelvic pain, abdominal pain and vaginal discharge had resolved and the depression, vaginal haemorrhage, menorrhagia, anxiety, migraine, fatigue, weight increased and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, device expulsion, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, post procedural complication, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2013, bilateral salpingectomy (as written per pfs, please note procedure discrepancy) treatment received for pain,expulsion,migration,bladder diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified) left occlusion only. Pathology test - on (B)(6) 2013: right fallopian tube, left fallopian tube. Gross: stitch attached to right fallopian tube, 2.8 x 0.3 cm. The left fallopian tube is 2.5 x 0.3 cm.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. New event:post procedural complication received. Event of genital haemorrhage downgraded to non-serious. New reporter added. Outcome of the events pelvic pain, genital hemorrhage, expulsion, migration and vaginal discharge updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/failure to occlude right tube') and device expulsion ('expulsion') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypothyroidism, menses irregular and vaginal odor. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("physical pain,pain - pelvic"), depression ("psych injury/psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraine /headaches") and fatigue ("fatigue"). On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 3 months 1 day after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general. Abnormal bleeding"), abdominal pain ("abdominal pain"), vaginal discharge ("vaginal discharge") and post procedural complication ("post procedural complication") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (hysterectomy (full), and hysterectomy (full), salpingectomy (bilateral),). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, device expulsion, genital haemorrhage, pelvic pain, abdominal pain and vaginal discharge had resolved and the depression, vaginal haemorrhage, menorrhagia, anxiety, migraine, fatigue, weight increased and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, device expulsion, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, post procedural complication, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2013, bilateral salpingectomy (as written per pfs, please note procedure discrepancy) treatment received for pain, expulsion, migration, bladder. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on an unknown date: essure device was successfully occluded. Imaging procedure: on an unknown date: essure device was successfully occluded; on (B)(6) 2013: essure confirmation test(s) (unspecified) left occlusion only. Pathology test: on (B)(6) 2013: right fallopian tube, left fallopian tube. Gross: stitch attached to right fallopian tube, 2.8 x 0.3 cm. The left fallopian tube is 2.5 x 0.3 cm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/failure to occlude right tube'), device expulsion ('expulsion') and genital haemorrhage ('general. Abnormal bleeding') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypothyroidism, menses irregular and vaginal odor. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("physical pain,pain - pelvic"), depression ("psych injury/psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraine /headaches") and fatigue ("fatigue"). On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 3 months 1 day after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (hysterectomy (full), and hysterectomy (full), salpingectomy (bilateral),). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, device expulsion, depression, vaginal haemorrhage, menorrhagia, anxiety, migraine, fatigue and weight increased outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain and vaginal discharge had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, device expulsion, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2013, bilateral salpingectomy (as written per pfs, please note procedure discrepancy) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified) left occlusion only. Pathology test - on (B)(6) 2013: right fallopian tube, left fallopian tube. Gross: stitch attached to right fallopian tube, 2.8 x 0.3 cm. The left fallopian tube is 2.5 x 0.3 cm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: new pfs and mr received- new events added: abnormal bleeding (vaginal, menorrhagia),fatigue, migraine /headaches, psychological/psychiatric problems:depression, mental anguish, weight gain. Reporters information and concomitant conditions were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('general. Abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device expulsion ("expulsion"), pelvic pain ("physical pain,pain - pelvic"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, device expulsion and psychological trauma outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain and vaginal discharge had resolved. The reporter considered abdominal pain, device dislocation, device expulsion, genital haemorrhage, pelvic pain, psychological trauma and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded. Imaging procedure on (B)(6) 2013: essure confirmation test(s) (unspecified) left occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received : following events were added : abdominal pain, general. Abnormal bleeding, psych injury, expulsion, vaginal discharge, migration. Outcome of the event pelvic pain was changed from unknown to recovered/resolved. Reporter information added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.